Event description:
It was reported that the bluetooth adapter did not connect to the heartmate touch. The same issue occurred after the customer tried moving the power module and heartmate touch to a different location. The customer tried the same bluetooth adapter with other power modules and heartmate touch pads and the bluetooth adapter connected fine. No patient was involved or affected. The equipment was rebooted and worked appropriately.

Manufacturer narrative:
Section d4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of communication issues with the heartmate touch was confirmed during evaluation of the returned heartmate power module. The power module, serial number (B)(6), was evaluated at the service depot on 30jul2025. The power module was connected to ac power and booted up as intended. A heartmate touch bluetooth adapter was connected to the unit and communication to the heartmate touch was unable to be established, confirming the reported event. The unit was opened and damage to the internal monitor cable connector was observed. The damage prevented the bluetooth adapter from making full contact with the monitor cable connector, resulting in the observed communication issues. The monitor cable was replaced, and the power module passed all functional testing. The unit was returned to the customer for further use. The provided information indicated no patient was involved during the reported event. The root cause for the communication issues was determined to be due to a damaged internal monitor cable connector. Incidental findings: damage to streamline battery clip. The device history records were reviewed and the records reveal that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. The heartmate 3 IFU section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. The heartmate 3 IFU, section f, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. The heartmate 3 patient cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.